Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted in (B)(6) 2022. The patient was discharged. During a routine follow up in (B)(6) 2023, imaging revealed a device related thrombus (drt). The patient was placed back on eliquis and the clot continued to get smaller. 81mg of aspirin was added and on (B)(6) 2025, a transesophageal echocardiography (tee) was performed, and imaging revealed the clot had resolved; however, the patient had smoke present in the left atrium at that time. The patient was placed back on dual antiplatelet therapy (dapt). The patient returned for a chest computed tomography (CT) in (B)(6) 2026, and it was noted that the drt had returned. The patient was placed back on eliquis and direct oral anticoagulant (doac), potentially for life due to persistent drt formation. There were no patient complications.

Manufacturer narrative:
B3: date of event - estimated as (B)(6) 2023 as event was reported as occurring in (B)(6) 2023. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date - estimated as (B)(6) 2022 as implant was reported as occurring in (B)(6) 2022.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted in (B)(6) 2022. The patient was discharged. During a routine follow up in (B)(6) 2023, imaging revealed a device related thrombus (drt). The patient was placed back on eliquis and the clot continued to get smaller. 81mg of aspirin was added and on (B)(6) 2025, a transesophageal echocardiography (tee) was performed, and imaging revealed the clot had resolved; however, the patient had smoke present in the left atrium at that time. The patient was placed back on dual antiplatelet therapy (dapt). The patient returned for a chest computed tomography (CT) in (B)(6) 2026, and it was noted that the drt had returned. The patient was placed back on eliquis and direct oral anticoagulant (doac), potentially for life due to persistent drt formation. There were no patient complications. It was further reported that computed tomography was utilized to identify the thrombus, the thrombus was located on the threaded insert of the closure device, and the morphology of the thrombus was semi-laminar.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. B3: date of event - estimated as 01mar2023 as event was reported as occurring in mar-2023. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date - estimated as (B)(6) 2022 as implant was reported as occurring in (B)(6) 2022.

Manufacturer narrative:
B3: date of event - estimated as 01mar2023 as event was reported as occurring in mar-2023. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date - estimated as (B)(6) 2022 as implant was reported as occurring in (B)(6) 2022. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Media review: procedural media was provided to aid in the investigation and was reviewed by a bsc medical safety representative. The provided medical media is related to thrombosis and does not appear to depict any unrelated device or user related allegations. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint for the event date. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (medication required and imaging required). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the event of thrombosis was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and an unknown watchman closure device was implanted in (B)(6) 2022. The patient was discharged. During a routine follow up in (B)(6) 2023, imaging revealed a device related thrombus (drt). The patient was placed back on eliquis and the clot continued to get smaller. 81mg of aspirin was added and on (B)(6) 2025, a transesophageal echocardiography (tee) was performed, and imaging revealed the clot had resolved; however, the patient had smoke present in the left atrium at that time. The patient was placed back on dual antiplatelet therapy (dapt). The patient returned for a chest computed tomography (CT) in (B)(6) 2026, and it was noted that the drt had returned. The patient was placed back on eliquis and direct oral anticoagulant (doac), potentially for life due to persistent drt formation. There were no patient complications. It was further reported that computed tomography was utilized to identify the thrombus, the thrombus was located on the threaded insert of the closure device, and the morphology of the thrombus was semi-laminar.